Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Sus voluntary event report (for manufacturers): report # mw5086139.

Event description:
Sus voluntary event report received stating: event description: date FDA received: 04/23/2019, voluntary: 04/24/2019. Following completion of left coronary angiogram the perclose vascular device failed to deploy to the right femoral artery, manual pressure to groin held for 15 minutes. No harm to patient.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.